Manufacturer narrative:
The received device is being sent to the contract supplier for investigation. Zyno medical is meanwhile actively following up with the customer regarding the nature this complaint.

Event description:
Zyno medical received the device from the user on (B)(6) 2017. The customer service representative at zyno medical contacted the user on (B)(6) 2017 and the user reported that this device was the affected device from MDR 3006575795-2017-00268_complaint (B)(4). Zyno medical communicated with the user stating that the device received was a used primary administration set. This primary set was connected to a 5% dextrose solution bag while also attached to a secondary administration set with a solution of 0.9% sodium chloride with diphenhydramine. Neither of the received administration sets matches the description of the affected device in complaint (B)(4). Zyno medical is still in the process of contacting the customer regarding the complaint nature of the received device. No patient injury or harm was reported and no event date was provided by the user.

Manufacturer narrative:
On 12/12/2017, zyno medical received the investigation report from the contract supplier of the affected device. No failure was found with the device during the functional testing, and thus no root cause of the complaint was found. Further details of the investigation results can be found in the report attached. The user-reported "unknown issue" could not be confirmed. Zyno medical attempted to follow-up with the customer on 10/12/2017, 10/16/2017 and 10/23/2017 with no response received from the customer. On 10/31/2017, a representative at the customer site replied with the following message: "at this point, I have lost track of what tubing were sent and what the issues were. We are currently creating a form for each site to fill out to accompany any returned items to vendors. The site will keep a copy for reference. Hopefully this will prevnt this type of confusion going forward." (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-00290).